Manufacturer narrative:
Concomitant medical products: uno tiemann ch12/40. (B)(6). Based on the available information, this event is deemed a serious injury. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
Complaint received from an end user reporting that "the tip of tiemann catheter is broken during catheterization but could not be found afterwards. Catheterization was already difficult for this patient. Now patient is not able to perform a catherization and changed to a suprapubic catheter.¿ photos were provided. No further information is available.

Manufacturer narrative:
Updated: device manufacture date. Updated: device evaluated by mfg?: no. A batch record review indicates no discrepancies. A photograph of the used sample has been received for this complaint, which evaluated and was visually inspected. It was noted that the tip of catheter in the picture was not completely closed/molded and the sample did not meet requirements of the process instruction used during production of claimed lot. The catheter tip must be closed without any sharp edges or holes. The evaluation of the provided picture also revealed that the catheter could not have been produced on the machine used in the production of the product as this kind of hole is not punched on this machine. It was also noted that the lot number and the picture provided of the affected product does not match each other. This complaint is associated with open non-conformance (nc) will remain open until the investigation associated is completed. The nc investigation resulted in the following: review of the device history record (DHR) showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lots. No other complaint was received on the batch, nor were there any earlier complaints of this nature received from 2011. No further actions are required at this time. However, should any new information be received for the reported complaint, the case will be re-opened and investigated further. This issue will be monitored through the post market product monitoring review process. No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).